Manufacturer narrative:
Film evaluation results are: the exact cause of the bare springs detachment from the stent graft migration and the reported proximal type I endoleak could not be conclusively determined from the post-implant films provided. The exact timing of the bare springs detachment is unknown. The pre-implant anatomy information, films during the index procedure, additional post-implant films, additional films that showed the migration and the proximal type I endoleak, and films during the secondary intervention were not provided. The bifurcate location at implant was unknown. The films provided were non-contrast, so the reported endoleak could not be assessed. It is possible that the aortic neck may have dilated since implant due to disease progression, which may have caused the proximal graft fabric to lose seal with the aortic wall. This may have resulted in the migration. The loss of seal and migration may have result in higher than expected force being applied on the graft fabric at the bare spring attachment points, which then led to the bare spring detachment over the 6+ year implant duration, possibly due to fatigue or overload.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the talent stent graft had migrated and a type ia endoleak was identified. The physician attributed the event as due to disease progression; and the aneurysm is 65mm in diameter. The next day, the physician performed an intervention where two aortic extensions were implanted intentionally covering both renal arteries as the patient has a fistula and will be on dialysis. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.